Manufacturer narrative:
B3: estimated date analysis was performed on the returned device. The reported loss of arterial access and resistance with the plunger were confirmed based on the returned device condition. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported arterial access and resistance with the plunger appears to be related to device angle placement during plunger deployment. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.d10, h3: device was returned g4: the alert date was filed incorrectly on the initial medwatch report as 09/25/2019, but should have been 09/24/2019.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device is being retained by the account. Investigation is not yet complete. A follow-up will be submitted with all relevant information.

Event description:
A starclose se was deployed in patient's femoral artery and it failed to complete step 2 of deployment. Starclose was removed and wire access was lost. Manual pressure was applied until wire access could be regained and a new device successfully deployed. No additional information was provided.